Event description:
Initial result for a patient calcium was 18.6 mg/dl. When repeated the result was 8.6 mg/dl. The incorrect result was not reported. The field service rep found the sample probe was bent and the stir paddle needed to be replaced.